Event description:
Post angiogram performed of the zenith three-piece modular graft placement viewed an occlusion of a renal artery. The proximal portion of the main body graft appeared to have landed above the renal artery covering the vessel and several accessory renal arteries feeding the pt's kidney. Procedure was concluded without regaining patency of the renal artery. Subsequently after the aaa repair, the pt required post procedure dialysis.